Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The coil was returned severely stretched along its body. The zap tip has a smooth surface. The interlocking arm was inspected and was found detached, in addition dried blood was present. The coil dimensions that could be measured were found to be in specification. The number of distal fiber bundles were found to be below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10003. It was reported that the coil was broken. An 8mm x 20cm interlock¿ and 8mm x 40cm interlock¿-35 were selected for use. During coil deployment, the delivery wire was pulled back and it was noted that a portion of the coil was still attached to the wire and another portion was deployed to the target lesion. Another coil was used but the same issue occurred. The detached portion was implanted on the target lesion. No other interventions were done. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10003. It was reported that the coil was broken. An 8mm x 20cm interlock¿ and 8mm x 40cm interlock¿-35 were selected for use. During coil deployment, the delivery wire was pulled back and it was noted that a portion of the coil was still attached to the wire and another portion was deployed to the target lesion. Another coil was used but the same issue occurred. The detached portion was implanted on the target lesion. No other interventions were done. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.